Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was not impacted. Reportedly, the customer was able to clear the alarm and successfully resumed insulin deliveries. The customer declined to perform further troubleshooting.